Event description:
A malfunction alarm, specifically alarm 30, was reported during insulin pumping. The customer declined to disclose if their blood glucose level exceeded a specific threshold, so there was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in properly loading a new cartridge, and the customer was able to successfully resume insulin therapy.